Event description:
Patient tracking received a tracking form in the mail reporting a catheter revision. Per follow-up with the representative, "cath retracted out of intrathecal space as visualized on fluoroscopy, could be any number of reasons. Patient was not receiving relief to an escalating dose. Old cath discarded."

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformance's, issues or capas associated with us catheter kit function. Device was discarded and was not returned. The cause of the catheter migration was unknown. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).